Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be determined through this evaluation. The customer did not provide the cause of expiration. Information provided indicated that an autopsy was not performed. The pump was not explanted and would not be returned for evaluation. Due to privacy laws, no additional information regarding the event could be provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient expired on (B)(6) 2019. No additional information was provided. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.